Event description:
At about three months from the application, x-rays were taken before the fixation system removal, and it was found that a bone screw was broken. No pt effects were reported apart that the broken tip of the screw was left in pt humeral bone. (B)(4).

Manufacturer narrative:
The event does not meet the requirements of mandatory report, as there are no adverse effects on pt. Following the indications provided in the "public health notification: unretrieved device fragments" issued on (B)(4) 2008, orthofix (B)(4) decides to report this kind of events, on a voluntary base. The broken screw, received on (B)(4), was sent to an external lab for chemical, mechanical, metallurgical and failure analysis. The technical analysis performed on the returned device evidenced its compliance with orthofix design specifications. The x-rays evaluation made by external medical evaluator, confirmed that the event was not device related. The breakage is related to the erroneous selection of the screw size. Anyway, a fragment of the screw was left inside the pt, as it was deemed the best surgical choice by the surgeon. This did not lead to any adverse effects to the pt. This is the reason for this voluntary reporting. (B)(4), (bone screws shaft diameter 6 mm thread diameter 4.5-3.5 mm). Orthofix continues monitoring the products on the market.